Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 50 mg/dl. Actual bg reading was not provided. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Reportedly, an ambulance was called and customer consumed carbohydrates to address bg. Subsequently, customer went to the emergency room. No treatment was given in the ER and customer left against medical advice with issue resolved and permanaent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.